Event description:
(B)(4). I started having sharp pains in left side from navel down to vagina, bad headaches, pains during sexual intercourse, loss of sex drive due to pains and hurting. Implants in left tube broke in two or three pieces. I was emotionally scared of what was wrong with me. Dr did exam after implants was put in and she stated they were in place where needed, that I was fine. Recovery was 8 weeks she said of bleeding which lasted about six weeks straight, heavy! I went from having sex several times a day too none at all due to the implants and me bleeding after sex pains. I have a plate, rod, screws, and a cage in my back due to my spine deterioration. So I figured this was the best thing dr recommended to get. I have just had papillary carcinoma thyroid cancer in both thyroid glands and found out I had a black spot which came back non cancerous. Now I take thyroid medication the rest of my life! My body now is not producing much. I'm on "ask kinda" meds, potassium meds, folic k, pain meds, neurontin, lasix,and albuterol for asthma. Inhalers for asthma. I had surgery and had them removed. Dr recommended me to remove them due to left side was broken in several pieces! Since removal pains in left side are gone, headaches are less and sex drive still no improvement.